Manufacturer narrative:
Customer resolved; no failed parts identified. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that display issue during procedure; device became non-operational on a allura xper fd20/10 & fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.